Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. It is unknown how the cycler may have caused or contributed to the event. Per the patient's pd nurse, the patient continues to use the cycler to complete treatment.

Event description:
It was reported that a peritoneal dialysis (pd) patient experieniced a negative ultra-filtration (uf) following cycler-based treatment on (B)(6) 2015. The patient was subsequently hospitalized from (B)(6) 2015 to (B)(6)2015. Per the patient's pd nurse, the patient has continued to use the cycler upon discharge to complete dialysis treatment. Medical records have been requested.